Event description:
Information received from the field notes that the device has had a history of going into backup mode. The device was reprogrammed in june with normal function. The patient recently presented to a clinic with the device in backup mode.